Manufacturer narrative:
Baxter is in the process of inspecting the versacare bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that versacare frame was having unintended movements. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Event description:
Baxter received a report stating that versacare frame was having unintended movements. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The device was initially investigated by the service technician at the customer facility. The service technician found the hydraulics up and down functions were not working right, additionally they found bed goes up and then slams down. The service technician replaced the bed to resolve the issue. Based on this information, no further actions are required at this time. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. The product involved in the allegation is a rental unit with an extensive service history. Available documentation confirms that the bed has been routinely serviced in alignment with established maintenance protocols. Most recently, this product had routine service/maintenance performed on 06/18/2025 and did not require any additional service related to the reported issue. Although there was no reported injury with this event, if the report of a bed having unintended movements were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.